Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 24oct2024. Please see correction to b5, d5, h6 component, impact, problem coding and g2 selection company representative correction to section e should reflect olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The root cause of the reported event is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) sections: detection method is described in gif/cf-170 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf-170 series operation manual chapter 3 preparation and inspection. Detection measures are described in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of the videoscope foreign material was found in the following areas: distal sheath, probe cover, light guide lens cover, and charged coupled device lens cover. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a distorted image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.